Event description:
Onetouch ultra2 meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 3x daily after each meal and manages her diabetes with insulin (type/dose not specified).the patient reported the alleged issue began on (B)(6) 2011 (unspecified times). The patient reported blood glucose readings of "167, 155, 158, 140, 135, 120, 191, and 173 mg/dl" with the subject meter and "167, 158, 158, and 173 mg/dl" on another meter (brand unknown), performed greater than 30 minutes of each other. At the time of the alleged issue, the patient confirmed no action was taken regarding her diabetes regimen. The patient confirmed and clarified she was not experiencing any diabetic symptoms at the time the alleged issue began. At an unknown time on (B)(6) 2011, the patient reported she went to the hospital for assistance. According to the patient, she was tested high on their meter and was later administered insulin; however she was not able to recall the results obtained from the meter and the type/dose of insulin administered to her. At the time of troubleshooting, the cca noted an approved sample was used to obtain the results on the subject meter, the meter's unit of measure was set correctly, and the patient's testing procedure was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. Also, a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.